Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was not performed as the lot number was unknown. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter?s technical service center regarding a connection issue, which occurred on the homechoice (hc) during fill 2. The home patient (hp) stated that she became disconnected and needed to end therapy. The baxter technical service representative (tsr) assisted the hp with ending therapy to restart the setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she said that there was an issue with her transfer set. It came undone from her catheter. She did not notice anything wrong with the transfer set. She went into see her nurse and her nurse gave her a new transfer set. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.